Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient did not recall when the alleged meter inaccuracy started. She reported obtaining inaccurate high fasting blood glucose readings of "12.0 and 10.1 mmol/l" with the subject meter on unspecified dates/times. The patient informed the csr that she manages her diabetes with a combination of insulin and oral medication. The patient reported that in response to the elevated results she scheduled a doctor's office visit. The patient stated that at the time of the doctor's office visit her physician made some adjustments to her diabetes regimen. The patient reported that an extra dosage of 8 units of novorapid insulin was added to her regimen in addition to increasing her levemir dose from 14 units to 19 units. During the follow-up call, the patient informed the csr that the changes to her diabetes regimen were in response to test results obtained by her hcp. During the patient's initial call to lfs, she reported developing symptoms of "sweating and not feeling right"; symptoms she associates with a low blood glucose on the late evening of (B)(6) 2013. In response to the onset of symptoms, the patient claimed she immediately tested her blood glucose with the subject meter and obtained a reading of "3.6 mmol/l." In response to the symptoms, the patient reported that she drank a quarter glass of orange juice and confirmed feeling better afterwards. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter and test strips. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after she began to obtain alleged inaccurate high readings with the subject meter.

Manufacturer narrative:
(B)(4): the meter and test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 4/23/2013, test strips- 4/23/2013. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.